Event description:
It was reported that the lens was repositioned approx one month post implantation to address asymmetrical vaulting. One month after the lens repositioning, a yag was performed. The most recent bcva was 20/25. According to the surgeon, the most likely cause of the event was the initial iol malposition secondary to pt related factor (small pupil).

Manufacturer narrative:
The len is implanted, therefore it is not available for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.